Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced repeated alert 38 and alert 32 notifications despite multiple restarts and supply changes. The device could not proceed through setup and required replacement. There was no report of end-user harm or adverse event associated with this case.